Event description:
The following has been reported: biomed reported: 'screen starts to flicker after being powered on for more than 2 minutes. Cleaned and ran infusion pump test. No alarms. Patient status unknown. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (screen). The lcd touchscreen is flickering. The device was opened for internal investigation and the wiring and connections were checked for any incongruencies. None were found. The lcd touch screen will be removed and replaced during repair process.